Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and loss of sensing were observed on the atrial lead. Diagnostic imaging was performed which confirmed lead dislodgment due to twiddler's syndrome. The device was reprogrammed to resolved the event and the patient was in stable condition.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event.